Manufacturer narrative:
One hex driver tip was returned for inspection. The device showed signs of wear consistent with use. The hex tip portion is confirmed to be fractured, and no longer functions. A malfunction has occurred and the complaint was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: device evaluated by manufacturer: change "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated that the rash3n driver tip was fractured during implant surgery. The procedure was completed using another driver.